Manufacturer narrative:
The company representative could not duplicate the "autofill failure". Error log did capture autofill failure. Checked calibration, operation and safety test to factory specifications. The iabp functioned normally and was returned to the customer. Ref: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient in ICU who was being weaned after three days on pump, the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.